Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an itchy rash under the right sensing electrode and under the rear therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician is sure she has a nickel allergy and prescribed her a dexamefason ointment -water based. Follow up indicated that the ointment is helping with the skin irritation.